Manufacturer narrative:
The reported complaint of dampening was not confirmed during the complaint investigation. No visual anomalies were observed on the returned used and partial list #42801-03, transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded macrodrip. When the returned device was tested for dampening/coefficient test, the damping coefficient and the natural frequency fell within the acceptable range and passed the investigation testing. The possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant product.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Plots: (B)(6) MFR date: 2/1/2024 exp date: 2/1/2027. (B)(6) MFR date: 4/1/2024 exp date: 3/1/2027. (B)(6) MFR date: 9/1/2024 exp date: 9/1/2027.

Event description:
The event occurred on various days in (B)(6) 2024 and involved a transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded macrodrip. The reporter stated that they had a couple arterial lines that were significantly dampened. It was also stated that it required interventions (rewiring) for both of these arterial lines that had issues with transducers. These reported transducers were changed on (B)(6) 2024 and also changed two transducers today that were having issues. It was also stated that all of these transducers were utilizing arterial line fluid running at 1-2 ml/hr on a syringe pump. All of these had 30ml syringes running on medfusion 4000 syringe pumps. The pressure bar on the syringe pump will decrease if the blue tab on the transducer is pulled which is why their clinicians thought that it has something to do with the fluid moving through the transducer. This seems to be occurring on night 2-3 of the transducer being used and switched out every 4 days/ 96 hours. They attach their transducers to kid's kits, but this is not a recent change in practice. Hence, there was no human harm reported. This captures 2 occurrences.